Event description:
It was reported that the user was unable to secure or insert the insulin cartridge into the ilet, and troubleshooting with both support and the prescriber did not resolve the issue, a replacement ilet was shipped, and the user was instructed on shutdown, data sync, return, and restart procedures. Symptoms included hyperglycemia requiring backup therapy and subsequent hospital treatment for uncontrolled blood glucose. Outcomes included disruption of therapy and hospitalization. Investigation included customer service troubleshooting, photo request for visual assessment, and coordination of device replacement with return logistics. Investigation of the returned device revealed no cartridge attachment or retention malfunction associated with the pump¿s cartridge interface, consistent with a device component issue preventing proper cartridge seating.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.